Event description:
It was reported that the ventilator's inspiratory channel printed circuit board was contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to provided information, after replacement of o2 cell, o2 cell cable and inspiratory channel printed circuit board the power errors and o2 evacuation fan error appeared. The occurrence of power errors and o2 evacuation fan error may lead to stop of ventilation. In order to conduct further analysis of the case, more detailed information is required. Unfortunately, the solution to the reported technical errors is unknown. Therefore, the root cause cannot be determined. The correction of field #h8 usage of device was required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.

Manufacturer narrative:
The entire base unit was returned to the manufacturer for factory repair and further inspection. At the manufacturing site, the reported issues were confirmed. During factory repair, corrosion from the o2 cell was verified, affecting several parts that needed replacement. The communication failure was also observed. To address these issues, the inspiratory channel printed circuit board (pcb), expiratory channel pcb, one of the pressure transducer pcbs, the ac/dc converter pcb, o2 cable, and the inspiratory flow cable were replaced. After replacing the parts, the device passed all functional, safety, and calibration tests with approved results. During the inspection, it was revealed that the expiratory channel pcb was the cause of the communication failure. The ac/dc converter was malfunctioning, as the device was unable to run on mains voltage or battery. Additionally, the pressure transducer pcb was found to be faulty because it did not pass the pressure transducer test during the pre-use check. Our conclusion is that the device failed to meet its specifications, and the reported issue was confirmed. Further inspection and repair of the device revealed several failures, such as electrolyte leakage due to o2 cell housing damage causing o2 cell and inspiratory channel pcb malfunction, communication error due to a malfunctioning expiratory channel pcb, pressure transducer test failure due to a faulty pressure transducer pcb, and the inability to work on mains voltage or battery caused by a faulty ac/dc converter. A correction of fields # d1 brand name and # d4 version or model # were required. D1 ¿ brand name - previous brand name: servo-air corrected brand name: base unit, servo-air. D4 ¿ version or model # - previous version or model #: servo-air, corrected version or model #: 6882000.

Event description:
Manufacturer's ref. #: (B)(4).